Event description:
It was reported that during use on a patient, the cariosave intra-aortic balloon pump (iabp) generated a "iab catheter restriction" alarm. It was later reported that in addition to the iab catheter restriction alarm, the customer also complained of rapid gas loss. The iabp went into "stand-by" mode and the end user swapped out the iabp unit with another iabp unit to continue therapy without issue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm performed all leak check and checked the iabp unit for proper calibration. No problem was found with the iabp unit. Subsequently, the stm ran the iabp unit on a patient simulator for two hours with no issues. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the cariosave intra-aortic balloon pump (iabp) generated a "iab catheter restriction" alarm. It was later reported that in addition to the iab catheter restriction alarm, the customer also complained of rapid gas loss. The iabp went into "stand-by" mode and the end user swapped out the iabp unit with another iabp unit to continue therapy without issue. There was no harm or injury to the patient and no adverse event was reported.